Manufacturer narrative:
Alleged failure: showing no image. E-1 error. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a leak at the remote button area shorted electrical components of the prism and cable creating an e1 error, this could be attributed to wear and tear since the camera has been on the field for over eight years without being serviced. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.